Event description:
It was reported the vigilance responsible of the hospital reported an event of revision of the device reported. The pt underwent a procedure on 1998. The opinion of the surgeon is that the probable root cause of the event was a loosening of the stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer . If additional information becomes available, it will be submitted in a supplemental report.